Event description:
Customer reports that the unit cracked while being in a pt in the or causing blood to gush out around the electrical connection between the transducer and the line. The pulmonary artery line was inserted pre-op to monitor the pt during and after a cardiac valve replacement surgery. The surgeons were suturing the valve in when the anesthetist noticed that blood was backing up the line and leaking out around the line's connection to the transducer cable. The line was pulled to avoid further blood leakage. At the completion of the surgical procedure, while still in the or, another pa line was inserted into the pt for post-op monitoring. Contact shared that they have discussed the possibility that the line was compromised by a suture the new valve into place and the line was in very close proximity. Contact reported that this has happened before. The surgeon stated that while he didn't feel his needle pierce the line it is possible that he did. Assured them that electron microscopy would reveal a needle hole if it was there. They would like to know.